Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a disconnected connector on the alarm assembly. The probable cause of the disconnection of the connector was strain placed on the connector. Hospira has implemented a corrective action in new built devices to include a tie wrap around the connector wiring to reduce strain on the connector. This device was built prior to the implementation of the corrective action. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. At an unspecified time, the device was programmed to deliver "regular IV fluids" at an unspecified rate of "possibly 100-125ml/hr." No further programming parameters were provided. After an unspecified length of time during a routine hourly patient assessment, the nurse noted the device display was flashing distal occlusion with no audible alarm tone. At this time, the nurse noted the peripheral IV catheter was clotted. The device was removed from clinical service. The peripheral IV was restarted and the therapy was resumed using a replacement device. The customer contact stated the pt was npo (nothing by mouth); however, there were no reported changes in the pt's clinical status due to the delay in therapy. No medical interventions were required. Though requested, no additional info was provided.